Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, confirmed by power source alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by trying different wall adapters and charging cables, without success, and decided to use a new pump.